Event description:
It was reported that stent damage occurred. The target lesion was located in the superior vena cava vein that was completely closed by tumor compression. After pre-dilation, a 24x45/11fr uni plus 75cm wallstent endoprosthesis self expanding stent was selected for use and was pre-deployed in vitro. However, it was noted that the tip of the stent struts were lifted up. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received with the stent fully mounted on the device. The investigator deployed the stent without experiencing any resistance or issues. No damage or issues were noted with the deployed stent/stent wires. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the delivery system that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the superior vena cava vein that was completely closed by tumor compression. After pre-dilation, a 24x45/11fr uni plus 75cm wallstent endoprosthesis self expanding stent was selected for use and was pre-deployed in vitro. However, it was noted that the tip of the stent struts were lifted up. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and patient is stable.